Manufacturer narrative:
Evaluation of the explanted devices found evidence of subluxation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00182-1 / 00184-1).

Event description:
It was reported patient underwent m2a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on january 4, 2013 allegedly due to cup loosening and suspected adverse reaction to metal debris. It was also reported that during the procedure, surgeon noted scratches on the neck trunnion and taper of femoral head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) May lead to crevice corrosion, fretting, fatigue fracture, and/or excessive wear." And under possible adverse effects, it states, "material sensitivity reactions." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00182 / 00184).